Event description:
It was reported that following two passes with the subject retrieval device to treat a basilar artery (ba) occlusion, an ischemic stroke occurred at the treatment area. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 3. No additional treatment was performed due to the reported event. The physician has suggested a causal relationship between the subject retrieval device and the stroke due to the stroke occurred at the treatment area.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Stroke is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that following two passes with the subject retrieval device to treat a basilar artery (ba) occlusion, an ischemic stroke occurred at the treatment area. The procedure was completed with a thrombolysis in cerebral infarction (tici) score of 3. No additional treatment was performed due to the reported event. The physician has suggested a causal relationship between the subject retrieval device and the stroke due to the stroke occurred at the treatment area.

Manufacturer narrative:
The device is not available to the manufacturer.